Event description:
Procedure type: cardiac surgery. According to the reporter: three needles broke in a row while anastomosing. The broken needles were retrieved from cavity. Used another. No bleeding. Operating time was extended more than 30 minutes. Pt: ok, no other pt info available.